Event description:
Reporter is calling to report on a issue that affected her mother in 2023 where she was wearing it for less than a year. She has had manufacturers come out to fix the issues of discomfort, shortness of breath plus shocking from pacemaker. With the device came a tracker that sends updates to her cardiologist of her readings but has shown to be defective as it didn't catch when the patient was low and unfortunately passed away from acute respiratory failure and couldn't be resuscitate due to her pacemaker not being on. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).